Event description:
It was reported that when the rx vision stent sys was removed from the hoop during unpackaging, it was noted that there was no stent on the delivery sys. The device was not used and there was no pt involvement. No additional info is available.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.